Event description:
Pt. Initially had arthroscopy with video photography, arthrodesis left ankle on 2/11/94 and was sent home. Was readmitted several days later with a drainage from one of the wounds. Was eventually taken to or 3/11/94 for debridement and irrigation and change of the screw in the left ankle with secondary closure. Md noted the previous screw appeared a little too long and seemed to irritate the skin causing the wound not to heal.other relivant devices: pt. Had another screw in ankle: 6.5mm (50mm) not removed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.